Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer.

Event description:
(B)(4). The dentist reported that 16 days after the dental implant was installed in intraoral region #29, its non-osseointegration was observed. Moreover, bone superheating has occurred.